Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported during use the pump alarmed high pressure frequently. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Other text: device evaluation: all labels were still intact. No physical damaged was found on the device. Device history log: it confirmed that there was a record of the high-pressure alarm occurred continuously after power on or during operate on february 12 and 15, 2023. Function test it could not confirm the reported issue. As a preventive measure replaced the downstream, and recalibrated upstream sensor. Product is beyond 3 years from manufacture date of 2019-08 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service previously.